Manufacturer narrative:
The reported unintended activation was confirmed by a manufacturer service technician through functional evaluation. A trigger magnet that had fallen out of the trigger shaft and stuck to the e-box caused the e-box hall sensor to remain activated, which is the probable cause for the reported unintended activation.

Event description:
It was reported that during testing conducted at the manufacturer facility the device was running without user activation. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that during testing conducted at the manufacturer facility the device was running without user activation. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Failure analysis in progress.